Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, failure of charge-coupled device (ccd) was confirmed. Therefore, it was determined that the video function likely did not work properly due to a failure of ccd, and the phenomena of ¿poor picture¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd camera head had poor image. The reported phenomenon was discovered during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a bad charge coupled device unit. It was also noted that there was a pinhole on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.